Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast augmentation revision with a (right) 335cc mentor memorygel breast implant and a (left) unspecified mentor gel implant, suffered right breast implant rupture, right breast inframammary fold and upper medial contour defects, and bilateral lower areola incision contractures, post-procedure. The patient was lifting a five pounds weight and noticed a pull. The implant was noted to be ruptured during an in-office visit and was confirmed to be ruptured during the explantation surgery on (B)(6) 2021. Subsequently, the right implant was replaced with a non-mentor device. There was no information provided regarding intervention for the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. Complication on the right breast will be reported under mrn: 1645337-2021-00865.